Event description:
The balloon deflated due to the air leaking from stopcock.

Manufacturer narrative:
We received used and unused samples in 2007. Upon completion of the investigation, a supplemental report will be submitted.